Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that there was major bleeding, infection and pulmonary embolism during impella cp patient support. While on support, the patient was in interventional radiology for a lower gastrointestinal bleed. Heparin drip was running per the bedside nurse. It was noted the patient had a pulmonary embolism so that is a possible reason heparin was not stopped. There was an emobilization of the bleed. A workup for amyloidosis was pending. The sputum culture was positive for pneumonia. Amyloid labs came back positive. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation for the reported major bleed, infection, and pulmonary embolism has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the major bleed, infection, and pulmonary embolismcould not be determined.